Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received unnecessary atp (anti-tachycardia pacing) therapy due to t-wave oversensing (twos) of the right ventricular (rv) lead post vs (ventricular sense). One episode was identified where the patient received atp after detection due to twos. The rv lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.